Manufacturer narrative:
D4: UDI number for this product code is not required. The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, evaluation code 20 has been referenced in the conclusions section of h6. A review of the manufacturing record and product release decision control sheet of the involved product code/lot # combination was conducted with no relevant findings. A search of the complaint file found no other report with the involved product code/lot# combination. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported disconnect in the sampling line of the capiox device. The following information was provided by the user facility: the manifold arrived at the account disconnected or broken off on the arterial outlet; the event was noticed during set up of the device; the device was changed out; there was no delay in the procedure; the procedure was completed successfully; and there was no patient involvement with the reported device.

Manufacturer narrative:
This report is being submitted as follow up number 1 to provide the returned sample evaluation results. The actual device was returned to the manufacturing facility for evaluation. Visual inspection found the sampling line tube had been fractured off at the joint with the oxygenator outlet port. There was no other anomalies on the remainder of the device. Magnifying and electron microscopic inspections of the fracture cross-sections confirmed there was not any embedded foreign particle or entrainment of air bubbles which would have contributed to the generation of the fracture. It was revealed that some segments were in the smooth state and other segments in the rough state with the generation of some streaks on the smooth segments. Simulation testing was conducted. The sampling line tube of a current product sample was exposed to a shock force at the joint of the tube and the oxygenator outlet port after it having been left under a low temperature of 4°c for 12 hours. The sampling line tube became fractured at the joint. Electron microscopic inspection of the fracture cross-section found that the state of the surface was very similar to that of the actual sample. There is no evidence that this event was related to a device defect or malfunction. While an exact cause of the reported event cannot be definitively determined based on the available information, it is likely the actual sample subjected to a shock force which exceeded the strength limit of this product in the state of being cooled by having been left under a low temperature during transportation, resulting in the fracture of the tube. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.